Event description:
I purchased costume contact lenses. After trying them on they caused irritation. I searched online to find out the cause, and discovered non prescription contacts are illegal and dangerous. The business would not initially refund them, or return call. I finally got a return but the business is still selling them saying they have a legal exception to sell them. I informed them they can easily verify online that this is illegal by checking several government websites. I've not successfully returned the product, but I do have a receipt, phone recording, and emails regarding the contacts. Distributer aurora optics company inc.